Event description:
I was prescribed this monitor to wear for two weeks. The monitor is not designed for a petite female as it is too large to be able to attach properly. I am not able to complete this testing ordered by my physician. The label provided by boston scientific does not include and limitations for patient size. I¿m not sure if boston scientific conducted human factors testing with petite women? Product details: boston scientific bodyguardian¿ mini.